Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
While tapping the pedicle, the 5.5mm tap broke. The surgeon removed the threaded tip from the patients bone and the surgery completed without further issue. The event caused no patient harm.

Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned arsenal tap revealed the instrument fractured and separated at the 60mm depth indicator. The fractured ends appear to be crisp and clean and suggest the break occurred in snapping motion rather than a rotation direction that would be expected with the instruments intended use. Under magnification, the edges of both corresponding halves display an angulated fracture pattern indicative of excessive lateral bending.